Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery error which appeared. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they wanted to have a field service engineer (fse) evaluate the device. On 27aug2024, the fse went to the customer site and determined that a replacement power supply was required. The fse replaced the power supply and then completed a performance verification test, which the device successfully passed. Having confirmed a return to full functionality, the device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.